Event description:
It was reported when using the bd vacutainer® sst¿ there were fibrin clots in an unspecified number of devices. Additionally, there was leakage from the bottom of the tube in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there were fibrin clots in an unspecified number of devices. Additionally there was leakage from the bottom of the tube in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A total of 30 retained samples were visually inspected for damages, additive abnormality, and gel defects. All 30 retained samples passed the visual inspection for these criteria. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5182929, for the indicated failure modes: damaged and sample quality- fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.